Manufacturer narrative:
Catalog # c-pcs-700-toronto-042997. Separation of the device is not labeled in the IFU. Event evaluation - still under investigation.

Event description:
Patient pulled apart the pericardial drain from the steel hub portion leaving the plastic catheter in patient and exposed to air. Staff had to pull catheter out as it constituted a medical emergency. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.